Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. According to the complainant, the patient was being treated for a stone within the right kidney. A sensor guidewire and an amplatz guidewire were placed within the patient's kidney. The balloon catheter was inserted approximately 5-6 cm through the patient's back when the catheter bent and could not be inserted any further. The balloon catheter was removed from the patient. A second nephromax nephrostomy balloon dilatation catheter was used with the same guidewires to complete the procedure. There were no other complications and the patient's condition at the conclusion of the procedure was reported to be "fine."